Event description:
It was reported that a cgm error occurred, identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted support, which provided complete pump reset information and guided the caller through the reset process. After the reset, the pump did not display the cgm error code again.